Event description:
During shoulder surgery the surgeon inserted an anchor. The tip of anchor broke off in the bone. Since the corkscrew is bioabsorbable, the tip was left in the pt. A metal screw was placed next to the bioabsorbable tip.